Event description:
The surgeon was performing a left total shoulder replacement. The surgeon prepared the shoulder by resecting the diseased joint. When preparing the components for implant, the surgeon discovered the humeral head would not secure to the stem. The surgeon did not implant the devices and chose to utilize a different system.